Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure the right atrial (ra) lead was paced, but after eight turns, the helix did not extend. Another ten turns were made, but the helix did not extend. The stylet was removed and the ra lead remained in position, but loss of capture was noted. When the stylet was reinserted, the ra lead dislodged. The ra lead was repositioned; however, twenty turns of the fixation tool did not extend the helix. Again, the lead remained in position when the stylet was removed. Even though x-ray noted the helix was only partially extended, all measurements were appropriate. Therefore, the physician elected to keep the ra lead implanted. No adverse patient effects were reported.